Event description:
It was reported that 11 bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced a molecular false positive result for acinetobacter on the biofire. Confirmatory testing was performed using a gram stain and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting 11 442021 bottles that their biofire resulted as acinetobacter but no acinetobacter grew in subculture.

Manufacturer narrative:
H6: investigation summary customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Investigation cannot be conducted to the retention samples since the lot number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. Complaints for catalog reported have been received. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 11 bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced a molecular false positive result for acinetobacter on the biofire. Confirmatory testing was performed using a gram stain and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting 11 442021 bottles that their biofire resulted as acinetobacter but no acinetobacter grew in subculture